Event description:
(B)(4). Well I had an exploratory surgery on (B)(6) 2015 and pathology report states cervix firm with 2nd degree descensus noted. Uterus is 10 weeks size. The adnexa were unremarkable. The essure device was not seen through the hysteroscope. At laparoscopy, the uterus was retroverted, prolapsed from the cul-de-sac around, 10 weeks size. A 4 cm right ovarian cyst(still have extreme pain right side.) Vaginal hysterectomy on (B)(6) 2015. Physical examination now showed uterus is 10-11 weeks and retroverted, prolapsed from the cul-de-sac. Operative findings during hysterectomy. Second degree uterine descensus was noted, uterus 10 weeks size. Marked pelvic congestion was noted. The essure devices were removed by removing the proximal 3cm of the fallopian tube. Final diagnosis: uterus and cervix, with bilateral fallopian tubes, vaginal hysterectomy with salpingectomy and essure removal. Cervix: chronic cervicitis with squamous metaplasia. Bilateral fallopian tubes: atrophy and fibrosis, status post placement. I have been living a crazy miserable painful life full of questions about my future and life... I really hate how this essure device was painted out to be such a pretty pic with very little to non side-effects. Yet now the list of side effects are tooooo long to even type. I currently wait for next surgery and live with constant body pains(especially my right pelvic area).. There appears to be a mass of some sort now that is even making my stomach appear lopsided. Surgery scheduled (B)(6) 2016.

Event description:
(B)(4). Essure placed (B)(6) 2014. First went to seek medical attention for symptoms on (B)(6) 2015 for a horrible rash. Rash started mid (B)(6) and seemed to be getting worse. Dr stated he had no idea what could be causing it and prescribed anti itch med and cream. Also reported I know had high blood pressure. Returned to urgent care on (B)(6) 2015 because I was now also suffering from extreme fatigue, flu like pains, foggy brain, body pulsated when I was up, extreme cold feet. Dr requested labs and prescribed cephalxein. Visited my obgyn on (B)(6) 2015, dr thought I was suffering from chronic fatigue but also stated he didn't know the essure contained nickel and is know having the hsg xray scheduled (B)(6) 2015. Menstrual started (B)(6) 2015 for the second time since essure surgery (B)(6) 2014. Suffering from heavy menstrual bleeding and large blood clots. Menstrual has not stopped and today is (B)(6) 2015.

Event description:
(B)(4). I've now lost my eyelashes, my confidence. I feel weak and I can't control it. Going in for first surgery.

Event description:
(B)(4). Am also experiencing hair loss, depression, anxiety, menstrual cycle before was every 25 days and lasted 3-5 days now it's every 35-40 days and last 14-18 days. Allergy symptoms, headaches. Just overall I've forgotten what it feels to be "ok".